Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be specified. The event can be detected/prevented by following the instructions for use: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated and confirmed as the nozzle had foreign objects. Due to a pinhole on bending section cover, water tightness was lost. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The following had a scratch; bending section cover, light guide lens, image guide protector, plastic distal end cover, scope connector tube, scope connector cover, connecting tube, protector of universal cord on suction connector side, protector of universal cord on control section side, universal cord, flexibility adjustment ring, grip, scope cover, switch box, switch two, forceps elevator lever, free-engage knob, up/down knob, right/left knob, and control unit. The adhesive on bending section cover had a chip. The following peeled; scope cover, paint on the suction and air/water cylinder. There was discoloration on the objective lens and control unit. The forceps channel port and suction cylinder were shaved. The electrical connector had corrosion due to water leakage. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer confirmed that the facility does not delay the start of precleaning of the equipment after use. Customer noted normal, no abnormalities on the accessories used for reprocessing. The customer noted that it was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that it was unknown if the facility flushed the air/water nozzle with water and air. The customer noted that the facility flushed air/water nozzle with detergent solution. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that there was an air/water flow leakage with the colonvideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.